Manufacturer narrative:
The full name is (B)(6) hospital of (B)(6). The distributor's getinge trained field service engineer (fse) was dispatched to investigate and was able to reproduce the reported issue. The fse evaluated the iabp unit and determined that the ECG lead was faulty. The engineer replaced the ECG leads, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed no ECG signal. The alarm "lead ii failure" was switched on, and the lead alarm did not disappear. No patient harm, serious injury or adverse event was reported.

Event description:
T was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed no ECG signal. The alarm "lead ii failure" was switched on, and the lead alarm did not disappear. No patient harm, serious injury or adverse event was reported.